Event description:
Catheter leakage with drugs (chemotherapy) going into the pt's subcutaneous tissue. The sys was explanted. Following explantation a hole was observed in the catheter, approx 10 cm away form the portal. Pt outcome listed as complete restitution.